Manufacturer narrative:
(B)(4), date sent: 10/5/2021, d4: batch # u5eu5r. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ec45a device was returned with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One gst45b reload was loaded in the device. The reload was received fully fired. In addition the knife was noted to be partially advanced into the anvil, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. In addition a tyvek was received along with the device. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. 5 remove the multiple stroke firing instructions tag and plastic sleeve from the instrument. To do this, slide the tag and sleeve over the shaft of the instrument. 6 prior to loading, ensure the instrument is in the open position. (Illustration 3) 7 examine the reload for the presence of a staple retaining cap. If the retaining cap is not in place, discard the reload. Caution: tissue thickness should be carefully evaluated prior to using the instrument. Caution: selection of the appropriate staple cartridge should be based upon the combined thicknesses of both the tissue and the staple line reinforcement material. The use of staple line reinforcement material with the instrument may require an increased force to fire and may reduce the number of times the device may be fired. When using staple line reinforcement material, the instructions of the manufacturer of the material should be followed. Warning: loading the incorrect reload for the instrument size or model may result in transecting the tissue without sealing (e.g. Loading a 60 mm reload into a 45 mm instrument). 8 insert the new reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The instrument is now loaded and ready for use. (Illustration 4) caution: after removing the staple retaining cap, observe the surface of the new reload. The reload must be replaced with another reload if any colored drivers are visible. (If colored drivers are visible, the reload may not contain staples.)" The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a wedge resection the doctor used the ec45a with gst45b. When he push 4 times (4th stroke returns knife), the knife was stuck. He attempted to use the manual knife return switch but the knife was still stuck. The procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 7/16/2021. Additional information was requested, and the following was obtained: 1.was the device locked on tissue with the jaws closed? Yes. 2.if yes, how was the device removed? They used another ec45a to cut both side of the ec45a which locked on the tissue. 3.what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? The knife stopped when the doctor returned the knife which was stuck in the middle of the returning step. And they tried to use knife reverse switch but it didn't work. I had took the pictures and video(file attached). 4.did the jaws eventually open? No.